Event description:
It was reported that the patient presented in the ER after experiencing a fall. Upon device interrogation, nonsustained lead noise episode was observed. Device was reprogrammed. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.